Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 17-mar-2016, fse arrived at the site to address the reported event. Fse adjusted the wash sensors s133 and s132 for proper sensitivity, performed a wash probe alignnment, redirected the waste tubing, and upgraded the software to version 2.51. Next, he verified that the barcode reader and host query were functional. The customer was subsequently able to run quality control (qc) and patient samples without issue. No further action was required by field service. The most probable cause of the reported event was due to misalignment of the wash probe sensor.

Event description:
On (B)(6) 2016, the customer reported a "bf probe 2 suction failure error" with their a1a-900 analyzer. The customer stated that she noticed the probe tip was off, so she replaced it; but, the error persisted. She also reported that she made fresh wash and diluent the day prior. Technical support (ts) suggested she make fresh reagent. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for prog, lhii, prl and pth. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.